Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the surface of the pebax. Initially it was reported that before ablation, high contact force was displayed and zero could not be obtained. The cable was changed, but the issue persisted. Catheter replacement resolved the issue. The procedure was successfully completed, and no adverse patient consequences were reported. The observed high contact force has been assessed as not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. On 6/25/2019, the bwi pal received the device for evaluation and found reddish brown material on the inside of the pebax sleeve. The observed reddish brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. Further testing was then performed. During scanning electron microscope analysis on 7/10/2019, the bwi pal found evidence of mechanical damage, and a hole on pebax surface. The observed hole on the pebax surface has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 7/10/2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the surface of the pebax. Initially it was reported that before ablation, high contact force was displayed and zero could not be obtained. The investigational analysis completed (B)(6) 2019. The device was inspected and reddish brown material was observed inside the pebax. No anomalies were found. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found, and was determined to be the root cause of the internal failure of the sensor. Scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, and a hole on pebax surface. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. However, an internal corrective action was created to investigate this issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).